Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 203) has been confirmed. Upon investigation the monitor was unable to pass detect and treat testing. The failure was isolated to the bent pulse pins in the belt receptacle, causing the service code. The root cause for the bent pins was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.